Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's reading was 50 mg/dl. The customer also wanted clarification on how to use the basal menu. The customer declined to troubleshoot for the low reading. Nothing was replaced or returned for analysis.